Manufacturer narrative:
(B)(4). The incident device was not returned to covidien for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient's attorney reported on or about (B)(6) 2013 the patient underwent a tonsillectomy procedure. Following her procedure, on (B)(6) 2013 the patient developed postoperative left tonsillar bleeding and she was required to go to the emergency department at (B)(6) to have her wounds cauterized to stop her excessive tonsillar bleeding. At the end of the operation, the patient sustained unintended severe 3rd degree burns to her right oral commissure skin and 2nd degree burns over her mucosal and vermilon portions on her face between her lips. Additional procedures were required to repair/fix the problems created. In addition, the patient has and will result in permanent scarring and other related problems.